Event description:
A healthcare professional reported that "the patient was fitted with a sleep apnea oral appliance utilizing a metal hinge design. During follow-up evaluations, the patient developed an allergic reaction to the metal hinges on both sides of the appliance. Due to this, documented adverse reaction, the appliance is no longer suitable for use and must be replaced" a remake was requested using a non-metal alternative, specifically the silent nite sleep appliance. Event was reported to the dental office located in flushing, new york.

Manufacturer narrative:
Additional patient and event information has been requested from the customer. The device was returned for analysis; however, the device investigation is pending. At the completion of the investigation a supplemental report will be submitted. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).